Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings; the meter involved with this complaint failed testing. The complaint could not be reproduced. In addition a secondary issue was observed, the meter was found to have a contaminated battery contact. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a battery issue with her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the meter started ¿about 15 days¿ prior to contacting lfs, when it did not turn on. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine in response to the alleged issue. She alleged, as a result of the problem with the meter, on (B)(6) 2015, she developed ¿high blood sugar, dizziness and headaches¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted the meter was not being used for the first time and the correct test strips were being used. Based on the information, there had been no misuse of the meter. The cca also noted that the meter would not power on manually with a button press or when a test strip was inserted per owner¿s manual. Based on the information provided, the battery needed to be replaced but the patient did not have new batteries available to test the meter. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.